Event description:
On (B)(6) 2011, pt reported he noticed when pressing the release button on the infusion set that the insertion needle/cannula would not fully extend to the 90 degree angle. Pt stated, he had a leak while using the infusion set. Pt reported, he first noticed the smell of insulin and the adhesive peeling away due to wetness. Pt stated, he is experiencing some elevated blood glucose readings just today as high as 380 mg/dl. Pt's normal/target blood glucose range is in the mid 100's mg/dl. Pt reported when removing the infusion set once he noticed a crimp/kink in the middle of the infusion set cannula. Pt uses the insertion assist plus device to insert the infusion sets. Pt stated, first notice the issues within the first week of using the infusion sets. Pt stated, he received multiple e4 (occlusion) errors. Reviewed alternative types of infusion sets available. Pt no longer has the alleged infusion sets. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.